Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent partial deployment and stent fracture occurred. The target lesion was located in the tortuous superficial femoral artery. Following predilation with a mustang balloon catheter, a 6x200x130 innova stent was advanced to treat the lesion. An attempt was made to deploy the stent, but when pullback was performed to release the remaining 50mm, the stent did not fully deploy. The device was withdrawn, however, the mesh broke. The stent stretched and the other portion of the stent which did not deploy remained within the long non-bsc introducer sheath. The introducer sheath was removed and a new introducer sheath was inserted. After placement of a new guide wire, dilatation was performed using a 5mm balloon catheter to deploy the previously implanted stent. A non-bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) along with a .035 guidewire. A partial piece of the stent was returned stuck inside of the delivery sheath. The sheath had been severed in two pieces exposing the partially deployed stent. The inner shaft had numerous kinks throughout the length. The outer shaft was buckled at the nose cone. The handle was separated and the delivery wheel was missing from the component. The rack and nosecone were detached from the handle. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent partial deployment and stent fracture occurred. The target lesion was located in the tortuous superficial femoral artery. Following predilation with a mustang balloon catheter, a 6x200x130 innova¿ stent was advanced to treat the lesion. An attempt was made to deploy the stent, but when pullback was performed to release the remaining 50mm, the stent did not fully deploy. The device was withdrawn, however, the mesh broke. The stent stretched and the other portion of the stent which did not deploy remained within the long non-bsc introducer sheath. The introducer sheath was removed and a new introducer sheath was inserted. After placement of a new guide wire, dilatation was performed using a 5mm balloon catheter to deploy the previously implanted stent. A non-bsc stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was stable.